Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of allergy to metals ("allergy to nickel") and device breakage ("the final flat plate of the spiral had not come out / probably the essure was broken in the both sites remaining that portion / the essure remain, is minimal") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), adverse event ("unspecified symptoms"), device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("the final flat plate of the spiral had not come out / probably the essure was broken in the both sites remaining that portion / the essure remain, is minimal"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the allergy to metals, adverse event, device breakage and complication of device removal outcome was unknown. The reporter provided no causality assessment for adverse event, allergy to metals, complication of device removal and device breakage with essure. The reporter commented: the intervention gone well, however, the removal procedure was delicate and careful. The physician also commented that she performed an excision of the fallopian tube since the uterus as removing it since root, and the sample was sent to pathology to review if the essure remain was there. It was stated that the essure remain, is minimal, and she would like to know in which site of the essure is the nickel, because if the patahologist did not find the essure remain in the sample, she could feel relaxing. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 29-aug-2018: quality-safety evaluation of ptc incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
"Ntaneous" case was reported by a physician and describes the occurrence of allergy to metals ("allergy to nickel") and device breakage ("the final flat plate of the spiral had not come out / probably the essure was broken in the both sites remaining that portion/the essure remain, is minimal") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), adverse event ("unspecified symptoms"), device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("the final flat plate of the spiral had not come out / probably the essure was broken in the both sites remaining that portion/the essure remain, is minimal"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the allergy to metals, adverse event, device breakage and complication of device removal outcome was unknown. The reporter provided no causality assessment for adverse event, allergy to metals, complication of device removal and device breakage with essure. The reporter commented: the intervention gone well, however, the removal procedure was delicate and careful. The physician also commented that she performed an excision of the fallopian tube since the uterus as removing it since root, and the sample was sent to pathology to review if the essure remain was there. It was stated that the essure remain, is minimal, and she would like to know in which site of the essure is the nickel, because if the pathologist did not find the essure remain in the sample, she could feel relaxing. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred terms: allergy to metals: 464 cases; device breakage: 2.836 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.